Event description:
The customer reported the pilot balloon of the patient's tracheostomy tube leaked after five to seven days of use. A non-routine replacement of the tube was required. The tube was discarded.